Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/10/2014 with the following findings: visual inspection revealed that the battery compartment was cracked. The slot on top of the battery cap was found to be worn. Evidence of moisture corrosion was found inside the battery compartment. The pump was not able to be powered on due to the moisture damage in the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and moisture damage was found inside the pump. The complaint that the up arrow, down arrow, and ok keypad buttons were under responsive was not able to be adequately investigated due to the damage to the pump and moisture ingress. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.